Event description:
The customer has reported that the l4-005 error code is populating on the lcd screen prior to a breast biopsy. It was reported that there may be possible rescheduling of pts. There has been no current pt consequences reported. Add'l info received on 2/15/2008, all cases have been completed. No other cases will be scheduled until they receive the loaner.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site performed service test and found the unit was giving the error code of l4-005 (a failed vso) confirming the customer complaint. To correct the issue, the site replaced the vso. The analysis site also found the vacuum pump mounts have loosened and to correct this issue, the site replaced the pump mount screws, the pump mounts, flat washers, and fender washers. The fan was replaced due to it was weak. The analysis site also performed fan wire routing, replaced the muffler, apllied loctite to the foot/hand switch connector, applied epoxy to the power input module, and applied dow corning lubricant to the dc motors, replaced the holster: if board to bezel. Per the service manual performed the dc motor adapter upgrade, replaced the internal vacuum tube connections with 90-degree elbow, and shortened the length of the tubing assembly to 4.5". After servicing and upgrades, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.